Manufacturer narrative:
Updated: d8, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable cause of the reported image issue was a faulty charged-coupled device (ccd). The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the videoscope's image was flickering. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.